Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was never initially adjusted upon customer starting use of the pump and were therefore incorrect. Blood glucose was 384mg/dl. Tandem technical support assisted the customer with correcting the date.